Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance greater than 2,500 ohms, noise and oversensing. The lead was surgically capped and abandoned (i.e., it remains implanted but is no longer in service). A new lead was implanted. No adverse patient effects were reported. The lead is not expected to be returned for analysis.